Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. Additional h6 type of investigation codes: analysis of images and labelling review. The complaint for increased/high gradient was unable to be confirmed. Imaging evaluation and information provided by the edwards clinical specialist was unable to confirm the final severity of the residual mr and cannot confirm the increased gradient. Available information suggests that patient factors (i.e., dense chordae, valve thickening) may have contributed to the reported event. The devices will remain implanted with no plans for the patient to return for evaluation. Given the information provided, a definite root cause is unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan- edwards received notification of a pascal ace in mitral position where two devices were implanted and the second device was released with a mean pressure gradient (mpg) of 8 mmhg. The heart team commented that due to the unexpected rise in mpg, there was discussion about what the final goal should be (balancing mpg/ms risk and mr). However, the device placement was appropriate and that mr reduction was more meaningful in this case. The chordae were extremely dense, and this was a very challenging case. The valve may have been slightly thickened and stiff, which could have caused the sudden rise in mpg. Overall, they highlighted the good maneuverability and responsiveness of the device, especially during elongation. The procedure ended with mild to moderate mr (1.5+). Postoperatively, the patient developed heart failure due to mitral stenosis (ms), resulting in repeated hospital admissions and discharges. The patient ultimately passed away due to sepsis (unrelated to the device). Compared to the echocardiogram taken in (B)(6) 2024, the mitral regurgitation (mr) had worsened.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.